Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8.5 fr sheath hole prior to a cardiac ablation procedure. Reportedly, 2 proglide sutures were successfully pre-placed. During pre-placement of a third suture a cuff-miss occurred. A new proglide was used to continue successfully. After the ablation procedure, hemostasis was successfully achieved with the 3 pre-closed sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.